Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed no other bluetooth devices were connected and no background applications running. Patient was advised to reinstall the g5 application and if pairing continues to be unsuccessful, insert a new sensor. No additional patient or event information is available.